Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
This event is being reported for the record. The patient had a codman vp (ventriculo-peritoneal) shunt implanted in 2013 and was supposed to be MRI compatible. She had a MRI on (B)(6) 2015 and a shull x-ray post MRI showed that the shunt had veen reset from a pressure of #2 to #3. The patient has had multiple mris in the past without this issue. The manufacturer was notified. There was no harm to the patient.